Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted cs 006 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box data revealed no call service alarms related to the complaint. During investigation, the ezprime steps were performed successfully with no call service alarms. The pump was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms. A 10 unit audio bolus and a 10 unit normal bolus were performed with no cs alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. The complaint of the call service alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim, faded and discolored.